Event description:
It has been reported that ten bd vacutainer® sst¿ blood collection tubes have been found experiencing low draw during use. No patient impact was reported. The following has been provided by the initial reporter: insufficient negative pressure in the yellow tube, resulting in insufficient blood collection

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that ten bd vacutainer® sst¿ blood collection tubes have been found experiencing low draw during use. No patient impact was reported. The following has been provided by the initial reporter: insufficient negative pressure in the yellow tube, resulting in insufficient blood collection.